Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure due to lead migration wherein the leads and ipg was replaced per physician¿s preference. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.